Manufacturer narrative:
The event occurred in 2016. Product and data logs are not available for analysis. A root cause of chordae damage and mitral valve repair can not be established. Should more information become available a final medwatch will be drafted. The failure mode will be monitored and trended.

Event description:
Via a social media post on may 5, 2019 manufacturer was made aware of an event occurring in 2016 in which post explant of an impella cp a patient was found to have chordae damage. Via retrospective review the case was found in manufacturer database. The male patient was admitted in cardiogenic shock, and had an impella cp placed due to hypotension, deteriorating condition, and an unknown etiology of a low ejection fraction. The impella pump was placed and supported the patient for 4 days and was weaned and explanted. The field team was not informed of the chordae damage and mitral valve repair done post explant.